Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the pacemaker and right ventricular (rv) lead exhibited an increase in pacing impedance from 400 to 1800 ohms. Boston scientific technical services (ts) was consulted by the clinic and suggested testing the lead in unipolar. Seven months later the rv lead impedance measurement had increased to greater than 2000 ohms. It was noted the right atrial (ra) lead also exhibited high out of range impedance measurements of greater than 2000 ohms. A revision procedure was performed where the leads were explanted and successfully replaced. The pacemaker remained in service and no additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory it was noted that the complete lead was returned severed into two segments approximately 7 centimeters from the terminal pin. Visual inspection found that the anode coil was pulled apart and fractured at tip region of lead. Analysis determined this observation occurred at the explant procedure. Calcified body fluid was also observed on the distal tip of the lead. Analysis noted that depending on how much calcification was on the lead before the lead was explanted, the impedance measurement could have been affected.